Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the associated product item: 30 model# 3058 serial# unknown ins in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, it does not meet the reporting requirements stipulated in 21 cfr 803. H6: codes have been removed/updated to reflect this information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding sacral neuromodulation in pediatric refractory bladder and bowel dysfunction. Insights from canada¿s first pediatric cohort. The medtronic implantable neurostimulators were implanted in the study population. The following medtronic devices were used: interstim ii. Among all of the patient adverse events / device product performance issues included:  1. Patient 4 experienced an infection in which the implantable neurostimulator (ins) was removed, and later replaced. 2. Patient 1 experienced a device malfunction with no reported trauma. They had a reimplantation of MRI-compatible lead and ins system. 3. Patient 2 experienced a battery depletion and symptom recurrence. They had a battery change. 4. Patient 3 experienced a lead fracture after falling on the device. They had a reimplantation of new MRI-compatible lead and ipg system. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID 3058 lot# unknown: product type implantable neurostimulator product ID 3058 lot# unknown: product type implantable neurostimulator product ID neu_unknown_lead lot# unknown: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3058, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: 3058, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown ferreira, r., elterman, d, rickard, m., et al (2024). Sacral neuromodulation in pediatric refractory bladder and bowel dysfunction: insights from canada¿s first pediatric cohort. Can. Urol. Assoc. J. 18, 239¿44. Http://dx.doi.org/10.5489/ cuaj.8881 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. D.2. The device was used for an off label indication; see b5. G2: country canada medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.